Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: weight to the spec, crease flat and wear abrasion. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process." Additional, changed, and/or corrected data: a.6, d.8, d.9, h.3, h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified device patch with lot number 2302795, catalog number 110-300. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted.